Event description:
During routine testing for an endoscopic vein harvesting procedure, the user reported the light guide adaptor post became unscrewed when trying to remove the adaptor cover. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.